Event description:
The account stated there was a large difference between initial and retest results for a patient specimen with architect ca19-9xr. The specimen initially tested architect ca19-9xr = 15.93 u/ml. The specimen was tested again with architect ca19-9xr = 22.61 u/ml and lumiplus = 23 (no units of measurement given). No additional patient information or data was provided. The initial architect ca19-9xr result of 15.3 u/ml was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.